Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 872996) inserted. The case describes the occurrence of menstruation irregular ('irregular menses'), back pain ('backpain'), menorrhagia ('hypermenorea') and mood swings ('moodswings'). Medical conditions: she has no relevant conditions. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject experienced menstruation irregular (seriousness criterion intervention required) and menorrhagia (seriousness criterion intervention required), 4 years 3 months after insertion of fallopian tube occlusion insert. On (B)(6) 2018, the subject experienced mood swings and back pain (seriousness criterion intervention required). The subject was treated with surgery (removal of both devices via laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the menstruation irregular and back pain had resolved with sequelae, the menorrhagia had resolved. At the time of the report, the mood swings had not resolved. The investigator considered back pain, menorrhagia, menstruation irregular and mood swings to be related to fallopian tube occlusion insert. The reporter commented: before the insertion naproxen was administrated. Adequate visualization of both tubal ostia was achieved, the procedure lasted 5 minutes and the patient had successful bilateral placement on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Batch information(expiration and manufacture dates) added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert inserted. This case describes the occurrence of medical device removal ("xenobiotic material removed"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6)2018. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Patient age calculated. We will receive a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 12009) had fallopian tube occlusion insert (batch no. 872996) inserted. This case describes the occurrence of menstruation irregular ("irregular menses"), menorrhagia ("hypermenorea"), mood swings ("moodswings") and back pain ("backpain"). Medical conditions: she has no relevant conditions. . Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject experienced menstruation irregular (seriousness criterion intervention required) and menorrhagia (seriousness criterion intervention required), 4 years 3 months after insertion of fallopian tube occlusion insert. On (B)(6) 2018, the subject experienced mood swings and back pain (seriousness criterion intervention required). The subject was treated with removal of both devices via laparoscopic salpingectomy on (B)(6) 2018. On (B)(6) 2018, the menstruation irregular and back pain had resolved with sequelae, the menorrhagia had resolved. At the time of the report, the mood swings had not resolved. The investigator considered back pain, menorrhagia, menstruation irregular and mood swings to be related to fallopian tube occlusion insert. The reporter commented: before the insertion naproxen was administrated. Adequate visualization of both tubal ostia was achieved, the procedure lasted 5 minutes and the patient had successful bilateral placement on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: new information from investigator: essure insertion procedure details and lot number were provided. The essure removal reason and procedure were clarified and new events (irregular menses, hypermenorrhea, moodswings, back pain) were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of medical device removal ("xenobiotic material removed"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. We will receive a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.